Manufacturer narrative:
Device evaluated by MFR: promus element, ous, mr, 3.0 x 24 mm stent delivery system (sds) was returned. The stent dislodged from the sds and was not returned. It cannot be determined how the stent dislodged as there was limited information provided. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings were evident on the exposed proximal portion of the balloon wall, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. The target lesion was located in a coronary artery. A 3.00 x 24 mm promus element ¿ drug eluting stent was advanced to treat the lesion however, the stent dislodged. The stent was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. The target lesion was located in a coronary artery. A 3.00x24mm promus element ¿ drug eluting stent was advanced to treat the lesion however, the stent dislodged. The stent was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.